Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >150 colony forming units (cfus) of enterococcus faecalis, e. Coli, shigella dysenteriae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h4, h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2026. Sampling from: all channels. Cfu: 0. In addition, the following reportable malfunctions were identified: distal end had corrosion. The most probable cause of the additional finding could not be established. The service history of this device was reviewed, and it was discovered that the subject device was previously returned for a repair and inspected on may 07, 2024. Despite good faith efforts being made, additional information was not able to be obtained. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation.

Event description:
No additional information from the customer.